Event description:
White plastic at the top of my oral-b genius 9000 series (type 3765) has split vertically and the toothbrush heads are falling off [device breakage]. Case narrative: consumer via e-mail reported that the white plastic at the top of their oral-b genius 9000 toothbrush handle, type 3765 split vertically and the oral-b toothbrush heads were falling off. No injury was reported. On 24-mar-2025, via images: the suspect product lot number was bc009112322. The concomitant product was oral-b power oral care refills dual action eb417 brush set. No injury was reported.

Manufacturer narrative:
On 09-may-2025, product investigation results: complained product received: user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
White plastic at the top of my oral-b genius 9000 series (type 3765) has split vertically and the toothbrush heads are falling off [device breakage]. Case narrative: consumer via e-mail reported that the white plastic at the top of their oral-b genius 9000 toothbrush handle, type 3765 split vertically and the oral-b toothbrush heads were falling off. No injury was reported.